Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic damages. Review of alarm history showed reboots following replace battery alarms. Investigation found the battery compartment to be cracked and there was evidence of moisture ingress in the battery compartment. Battery cap was found intact, tightened properly and battery contact measurements were within specifications. Pump powered up without alarms and the current draws were within specifications. A replace battery alarm was reproduced during testing, and the pump gave the appropriate audio-visual alerts. Pump was exercised for 24 hours and was found to be operating within required specifications. When pump casing was opened, no moisture or damage was found with the power circuits.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was experiencing recurring loss of power despite multiple battery changes. The reporter denied external damage to the battery compartment and battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.